Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) guided the customer power on the all in one (aio) device using the power button. The tss found that the populate buttons screen showed no failed drawers. The customer confirmed they were able to successfully issue the item. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the screen was unresponsive and could not be powered back on, preventing the user from dispensing lyrica 25 mg capsules. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.